Event description:
It was reported that during a photo-selective vaporization of the prostate, the tip of the fiber could not be rotated to the direction to be vaporized after 57,049 joules of fiber use. The fiber then began forward firing, and the light being emitted was in a yellow color tone. A second fiber was used to complete the procedure with no clinical consequences to the patient. It was noted that there were no stones present in the prostate and no courtesy messages were displayed.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was protruding less than usual, indicating a glue failure. Moderate charred debris adhesion was visualized on the surface of the metal cap as well as moderate devitrification on the glass cap at the output window. Visual analysis also identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Although analysis identified fiber tip devitrification, please note that devitrification observed is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture and glue failure.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the tip of the fiber could not be rotated to the direction to be vaporized after 57,049 joules of fiber use. The fiber then began forward firing, and the light being emitted was in a yellow color tone. A second fiber was used to complete the procedure with no clinical consequences to the patient. It was noted that there were no stones present in the prostate and no courtesy messages were displayed.